Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: warnings, number 2 states, "the implants can loosen or be damaged and the graft can fail when subjected to increased loading associated with nonunion or delayed union." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-01753 /01755 /01769).

Event description:
Patient underwent a left anterior cruciate ligament repair and approximately 4.5 years after implantation the patient was revised due to pain and migration of tibial screw. During the procedure, the tibial screw was removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history and manufacturing records found no evidence of product non-conformance. Visual inspection shows no signs of damage. Root cause of the event is most likely poor bone quality or post-operative failure from the surgeon using the incorrect size; however, a conclusive root cause could not be determined with the available information. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "pain, discomfort, or abnormal sensation due to the presence of the device." Under warnings, number 1 states, "correct selection of the implant is extremely important. The potential for success in soft tissue to bone fixation is increased by the selection of the proper type of implant."